Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no defect could be identified by initial inspection of the sample. Functional testing observed a leak from the spike port cap at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 3000 ml eva tpn bag leaked. It was observed that the bag was leaking from the "entry" port. There was no patient involvement. No additional information is available.